Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the device or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set defect reported for this event. The patient stated that they were experiencing constipation prior to the peritonitis event which could have been a contributing factor. The patient¿s pd effluent culture resulted in no growth which could have been altered by the initiation of antibiotics prior to the culture being obtained. Patients with clinical peritonitis who have negative cultures yet improve on empiric antibiotics with decreased symptoms and white blood cell counts usually have an infection with susceptible gram-positive bacteria. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for a fill and drain complication during treatment on the liberty select cycler. The recent treatments were taking 13-14 hours instead of the usual 8 hours. The patient stated that they were in the hospital the previous week and the treatments utilizing the hospital cycler were completed within the normal amount of time. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pdrn on (B)(6) 2020 to report abdominal pain and cloudy effluent. The patient was seen in the pd clinic that day and administered intraperitoneal (ip) vancomycin (dose not provided) for suspected peritonitis. On (B)(6) 2020 the patient presented to the hospital due to the abdominal pain and was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained and as of (B)(6) 2020 the culture resulted in no growth. Per the pdrn, the initial administration of the vancomycin prior to the culture collection could have altered the result. During the hospitalization, the patient was administered intravenous (IV) vancomycin (dose, frequency, and duration unknown) and a second unknown antibiotic. The pdrn did not have access to any hospital records. The patient was discharged to home on (B)(6) 2020 and was seen in the pd clinic that same day. A repeat pd effluent culture was obtained. The culture was showing no growth as of (B)(6) 2020. The patient¿s symptoms resolved, and the pd effluent was clear. The patient has continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis is unknown. The patient did not report any cassette leak. The patient does not recall any breach in aseptic technique; however, the patient did state that he was experiencing some constipation prior to this event. No further information was provided.